Event description:
Medtronic bravo ph capsule failed to calibrate and was not used. Second capsule calibrated ok and was inserted into the pt. It failed to capture data. Failure of the device will require the pt to return and be rescoped and reimplanted with a new device.